Event description:
Baxter reports that the silicone tubing had come off from the pateint adapter of a transfer set. The set was in use for 48 days. There was no patient injury or medical intervention associated with this incident.